Event description:
Customer stated " light goes off, but the pad stays heating. She said it heated for over an hour after she turned it off" product was returned for investigation. An investigation was done into the customers complaint, and the inspector did not find any type of defect with the product. Quality tested the product on three separate occasions, and on all three occasions the pad was heating and functioning properly.